Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s chronic driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established. The patient ultimately expired on (B)(6) 2021 due to driveline infection with multi organ failure and hypertension (captured under MFR. # 2916596-2021-05452). (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection and neurologic dysfunction as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital after neurocognitive decline and family disengagement prevented patients return to her out-of-state home. Cultures were obtained due to significant increase in drainage from abdominal fistula. The cultures grew methicillin-resistant staphylococcus aureus (mrsa) and methicillin-susceptible staphylococcus aureus (mssa). The patient was not a candidate for surgical intervention and intravenous (IV) vancomycin was given for three weeks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.